Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient returned for a scheduled pump disconnect, at which time it was noted that the pump reservoir remained full. Review of the pump log indicated that the pump had been started and then stopped approximately seven minutes later. The event occurred while the device was in use at the patient¿s home. No patient injury or harm was reported.